Manufacturer narrative:
It is unknown if the device will be returned for evaluation. Without the return of the sample, a comprehensive failure investigation cannot be performed and a cause cannot be determined. If additional pertinent information becomes available, a supplemental report will be submitted.

Event description:
The event occurred on an unspecified date and involved an unspecified product. The reporter stated that there was an incident in which the glass syringe jammed and couldn¿t be administered during resuscitation. The syringe was replaced. The patient died. The customer representative stated that the patient's death was not due to this issue. The customer further stated that the defective syringe appears to have plastic jammed in the luer lock ends.

Manufacturer narrative:
Device was received 12/18/23. One used unknown 10 ml glass syringe adrenaline (epinephrine) injection 1:10,000) 1mg in 10ml aurum pharmaceuticals was returned for evaluation. As received it was observed a piece of the microclave broken off inside the fluid path. No additional damage or anomalies were observed. The broken piece was taken off from the fluid path, and the ID of the syringe was measured founding out of the specification from the compatible mating device. Complaint of no flow / can't prime / difficult to prime can be confirmed based on the physical sample evaluation. The use of glass tip/filled syringes are known to be dimensionally incompatible. Typically glass syringes have an internal diameter (ID) of approximately 0.048¿ or lower. The directions for use states: the clave/microclave connector is compatible with luers with an internal diameter (ID) between 0.062" and 0.110" . Luers that have an ID smaller than 0.062¿, such as the glass syringes, may cause damage to the clave spike or obstruct flow. The probable cause is typical due to access with an incompatible mating device during use. Two photos were shared by the customer, where a glass syringe is observed, no physical damage or anomalies are observed, the syringe was closed. Lot history review could not be conducted because no lot number(s) was/were identified.